Event description:
Boston scientific received information that the patient with this pulse generator experienced syncopal episodes. The patient was having atrial tachy responses but none correlated to the patient's syncope. A cause for the patient's syncope had not been determined. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.